Event description:
Customer called to report the pump had an off no power alarm. The contacts in the battery carrier and the battery compartment were intact. Also customer received an error alarm when the batteries were removed and re-inserted. Troubleshooting was not completed due to the customer being at work.